Manufacturer narrative:
Device is not being returned for eval. Suture broke beyond the knot therefore, the knot manipulator could not have been a factor. It could not be determined why this issue occurred. No other complaints of this nature are on file for this production lot.

Event description:
Sales rep reported that the suture "popped" below the t, while surgeon was tightening the suture beneath the t. It was confirmed that the suture broke beyond the knot therefore, the t and suture needed to be removed. This resulted in the anchor being left in the pt unsupported. Another anchor and t were placed without issue. The surgeon experienced a delay of a few minutes as a result. No pt injury of procedural complications resulted. Surgeon is a frequent user of the product and felt this was just an isolated incident as he had not experienced the issue before.